Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring ¿high¿ on the blood glucose meter (= 600 mg/dl). The patient reportedly felt ¿angry, sluggish and tired¿. The reporter stated that no treatment was required for the hyperglycemia. The reporter alleged the time and date had reset to the factory default setting when the battery was removed from the pump for a period of time less than 12 hours and since the patient did not know that the time and date needed to be corrected. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated the time was reportedly off by about 12 hours and the patient had four different basal times and rate that were not running at the appropriate times. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset and the user not following the instructions for use for setting the time and date in the verify screen.